Event description:
It was reported that during a shoulder arthroscopy, the pushlock was inserted into patient, then no resistance was perceived and the implant would not advance. The pushlock was broken. Only a part of the broken fragment could be removed. The distal tip remained inside patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The returned device consisted of the driver component only. The pushlock anchor and eyelet were not returned for evaluation. Complaint could not be verified based on the component received. Possible causes for the complainant's event include preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, impacting the driver before the laser line is flush with the surface of the pilot hole, or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.